Event description:
On (B)(6) 2022, a patient in greece underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2022, the patient experienced elevated crp levels and remained hospitalized. The patient also received antibiotics due to inflammation. The patient was discharged from the hospital on (B)(6) 2022 and continued antibiotic treatment for five more days.

Manufacturer narrative:
Reference number (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation cannot be performed. While the location of the inflammation is not known, due to the timeline of the inflammation and antibiotic use in relation to the peg implant procedure, conservatively this report will be submitted as a stoma site infection with systemic antibiotic treatment. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.